Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo received an information that the patient rolled out of the minuet 2 bed. The patient sustained a femur breakage, assessed as a serious injury. The medical intervention provided is currently not known. It was established that the safety sides were lowered when the event occurred. No bed failure that could have contributed to the event was found. The bed was delivered to the customer last year. No previous service records or maintenance were performed.